Event description:
Information received indicates the brake will engage, but will not hold.

Manufacturer narrative:
The hill-rom technician found the brake linkage was worn, causing the brakes not to hold and the steering not to engage. The technician replaced the linkage to repair the stretcher.